Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button harder to pressed, sometimes had to pressed button twice. The customer¿s blood glucose level was unknown. The customer stated that they had hold them down them down press two or three times declined. Customer stated that display light had to become dimmer customer had to put up in the light. Customer stated that insulin pump had reject new battery. Customer stated that insulin pump had louder during rewind. The insulin pump will not be returned for analysis.